Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID: evproplus-26 (serial: (B)(6); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this 26 mm transcatheter bioprosthetic valve in a patient with an aortic annulus perimeter of 64.7 mm and diameter of 20.6 mm, the valve would not anchor and dislodged/slid up two times while still attached to the delivery catheter system (dcs) due to the septal bulge causing narrowing down of the left ventricular outflow tract. The valve was recaptured and repositioned after both dislodgements. Ultimately, after a discussion between the implant team and the medtronic field representative, the valve was recaptured a third time and then the system was withdrawn from the patient. The procedure was completed with the implant of a 23 mm non-medtronic transcatheter valve (sapien 3). No adverse patient effects were reported.